Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, a cable failure was observed. Therefore, it was determined that the indicated phenomenon [the image does not appear] occurred because the video function did not work properly due to cable failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported, that the image does not appear (no image) on the 4k camera head. The issue was found during preparation for use. There were no reports of patient harm or impact associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation was confirmed. Error e224 displayed on the monitor intermittently, due to a faulty cable. Additional findings were as follows: the rear cover had a faded label, minor faded serial number plate observed, found the coupler stuck, and intermittent noise, due to wear. This is an ongoing investigation. A supplemental report will be submitted if any additional information is provided by the user facility.